Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. A decrease in r waves on the right ventricular (rv) lead and a rise in thresholds on the rv and right atrial (ra) leads were noted since implant. Both leads remain in use. No further patient complications have been reported as a result of this event.